Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer stated he had been off insulin pump therapy for a year but had called in earlier that day to program the insulin pump and started using it. He went to dinner and bloused but blood glucose was 488 mg/dl; he treated with manual injection. Current blood glucose was 321 mg/dl. The drive support cap is recessed. The tubing had no air bubbles and no insulin leak was found. Customer declined to check for site and insulin issues. Insulin did exit the tubing with manual prime. The settings are correct and the high pressure test was not performed as the customer did not have a tubing clamp. Customer was advised to change the entire infusion set and reservoir and monitor the device.